Event description:
About 6 months after having essure procedure I started to experience pain. It is similar to menstrual cramping but is present for up to 2 weeks per month not in conjunction with my period. I also frequently experience the pain following sex. During my period, there are large clots. They can be up to half the size of my fist. This requires changing my tampons and past as much as every 30 minutes on my 2 heaviest days. This is very inconvenient as I work for a living and must spend the majority of these 2 days in the restroom.